Manufacturer narrative:
Samples from the patients were provided for investigation. The results obtained by the customer could be reproduced. The samples were also processed with the creative diagnostics covid19 igg/igm rapid test as well as with another, independent, roche in-house assay, which detects different antibodies against sars-cov-2. For the first patient, the rapid test was non-reactive and the roche in-house assay result was also non-reactive. The sample is weak reactive on elecsys anti-sars-cov-2. The appearance of discrepant reactive results is rare (< 0.2% of all samples) but to be expected for a serological assay. Per product labeling, the specificity of the assay is 99.81%. For the second patient, the rapid test showed weak igg reactivity and the roche in-house assay result was reactive. Overall, this sample shows weak but reproducible antibody reactivity against different sars-cov-2 antigens and is therefore considered true reactive. A general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for four samples collected from two patients and tested with the elecsys anti-sars-cov-2 on a cobas 8000 e 801 module. No incorrect results from these samples were reported outside of the laboratory. On (B)(6) 2020 patient 1 was tested with the elecsys anti-sars-cov-2 assay, resulting in a value of 1.77 coi (reactive). The sample was repeated on the liaisonx igg sars-cov-2 igg test, resulting in a value of < 3.80 (no units provided, negative). The sample was also run on an abbott ds2 analyzer using the vircell igm+iga assay, resulting in a value of 0.61 (no units provided, negative). The vircell igm+iga assay is not listed on the emergency use authorization product list from the FDA. On (B)(6) 2020 a second sample was collected from the patient 1 and tested with the elecsys anti-sars-cov-2, resulting in a value of 1.71 coi (reactive). The sample was repeated with the liaisonx igg sars-cov-2 igg test, resulting in a value of < 3.80 (negative). The sample was also run on an abbott ds2 analyzer using the vircell igm+iga assay, resulting in a value of 0.39 (negative). On (B)(6) 2020, patient 2 was tested with the elecsys anti-sars-cov-2 assay resulting in a value of 4.04 coi (reactive). The sample was repeated with the liaisonx igg sars-cov-2 igg test, resulting in a value of 10.4 (negative). The sample was also run on an abbott ds2 analyzer using the vircell igm+iga assay, resulting in a value of 0.49 (negative). On (B)(6) 2020, a second sample was collected from patient 2 and tested with the elecsys anti-sars-cov-2 assay resulting in a value of 3.78 coi (reactive). The sample was repeated with the liaisonx igg sars-cov-2 igg test, resulting in a value of 11.4 (negative). The sample was also run on an abbott ds2 analyzer using the vircell igm+iga assay, resulting in a value of 0.41 (negative). It is not known which results are correct. The serial number of the e 801 analyzer is (B)(4).